Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.

Event description:
Caller indicated the relion prime meter was giving high readings. Customer purchased the meter (B)(6) and was questioning readings. Went to a dr appt to check the meter's accuracy and the nurse lined up the prime with 3 other meters. Prime read 400 plus and the other 3 meters all read 115. Requesting refund.